Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse platform (sn (B)(4)) with the initially inserted li-ion battery (sn (B)(4)) performed compression without issues for more than 4 minutes before "low battery" message observed. After new battery replacement (sn (B)(4)), autopulse performed compression approximately 5 minutes, a recurrence of the issue ("low battery" message and platform powering off) was observed. Manual CPR was immediately performed until patient care was handed over to the hospital's ER team. Patient expired after a combination of mechanical and manual CPR. Deployment of the device or changing battery and restart compression can be performed quickly, the short interruption is similar to the time necessary for rescuer rotation. Therefore, battery exchange for autopulse presents the same workflow as manual CPR in which rescuers are rotated. Hence, the patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR. The cause of death was presumed to be patient's underlying clinical condition.

Event description:
The paramedic (first crew) arrived on the scene in response to a patient who fell down with respiratory distress (difficulty breathing). Per report, the crew worked on the patient and noted that the patient was pulseless - vital signs absent. The second paramedic crew (lift assist) arrived and brought the patient inside the patient's house. At an unspecified time inside the patient's house, the autopulse platform (sn (B)(4)) inserted with an autopulse li-ion battery (sn (B)(4)) was deployed without issue and performed compression. Patient was transported to the ambulance via stretcher. During transport, the platform displayed a message prompting the user to lift the lifeband and reposition the patient. The issue was resolved after the crew checked the lifeband and the patient alignment. The patient received autopulse compression for approximately 4 minutes until observing a "low battery" message. The platform was intermittently powering on and off. The issue was resolved and autopulse compression was resumed after another battery replacement (sn (B)(4)); however, upon arrival at the hospital approximately 5 minutes after exchanging to a new battery, a recurrence of the issue ("low battery" message and platform powering off) was observed. Manual CPR was immediately performed until patient care was handed over to the hospital's ER team. Additional information from the customer stated that 20 mins after arriving at the hospital, the patient was pronounced dead by the ER doctor (cause of death undetermined). No further information regarding the patient outcome was provided at this time. After the event, the customer tested the platform using another battery and confirmed no functional issue on the platform. The customer also noted that the batteries used at the time of the event are fully charged. The recommended battery rotation instructions from the autopulse user guide are being followed. This references the report of the platform intermittently powering on and off. The reports of the battery not holding charge when inserted in the platform are referenced under MFR 3010617000-2018-00070 for battery (sn (B)(4)) and MFR 3010617000-2018-00046 for battery (sn (B)(4)).

Manufacturer narrative:
The reported event was not reproduced during evaluation of the autopulse platform (sn (B)(4)) and was not confirmed during archive data review. The device was functionally tested with a good known autopulse li-ion battery and operated as expected with no issue or error message observed. Review of the archive data revealed that a fully charged battery (sn (B)(4)) was inserted on (B)(6) 2017 and not on the reported event date of (B)(6) 2017. The platform was powered on and powered off normally (normal exit) after less than a minute. The user did not press the start/continue button platform to initiate automatic compression during this session. The event recorded on (B)(6) 2017 indicated that the platform, inserted with a fully charged battery (sn (B)(4)), was powered on for approximately 5 seconds and normally powered off (normal exit). No event of the autopulse li-ion battery (sn (B)(4)) being inserted the autopulse platform was recorded in the platform archive data. As part of routine service during testing, the device was examined and found physical damage. A load characterization check was also performed and found that the load cells needs replacement. The autopulse platform is a reusable device and was manufactured on 30 jun 2007. It has exceeded its expected service life of 5 years and is about 11 years old. The device has not been sent to the manufacturer for regular preventive maintenance. The observations found during visual inspection and load characterization check are characteristic of normal wear and tear for the age of the device and are unrelated to the customer reported event. After replacement of the damaged part and the load cell, the device was further tested and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).